Manufacturer narrative:
A customer from (B)(6) alleged an unknown number of potential false positives for influenza a while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No further information was provided by the customer. Given the limited information, no product problem was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged an unknown number of potential false positives for influenza a while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No further information was provided by the customer. There is no indication of harm. Although requested, no information regarding the number of questioned results, any retest information, run data or patient information was provided. An image was included of the pcr curves for one sample but was insufficient to conclude any root cause. Given the limited information, no product problem was identified. With the available information, the false positives could be attributed to inappropriate sample media composition or volume, inadequate or inappropriate sample collection, storage, and transport, insufficient volume sample, or laboratory contamination issues.